Event description:
Customer reported a cartridge alarm 30. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support attempted to assist with cartridge loading, but customer declined further troubleshooting due to cold insulin, which could have caused the issue. Customer was advised to call back if similar alarms or issues arise. No allegations were made against the equipment, and the case was closed.